Event description:
It is reported that during an ablation procedure, the proximal end of the obturator separated from the obturator body during the removal of the sheath's inner dilator. Interventional radiology was not required to remove the obturator end from the patient. Enough of the obturator was protruding that it was able to be removed by the cardiologist at the end of the procedure. There was no delay in treatment reported. There was no pt injury, complications, or death reported.

Manufacturer narrative:
(B)(4).